Manufacturer narrative:
The cobas 8000 ise 1800 module serial number is (B)(6). Qc was acceptable prior to the event. After experiencing a number of ion-selective electrode (ise) noise alarms, the customer then completed a qc check, which failed. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium electrode results from the cobas 8000 ise 1800 module. Results were provided for one patient that is a reportable malfunction. The initial result was 119 mmol/l, and the repeat result on another analyzer was 127 mmol/l. The repeat result was deemed to be correct. The initial result was repeated after experiencing a number of ion-selective electrode (ise) noise alarms, and the customer decided to perform a look-back on sample results.

Manufacturer narrative:
Section d, device identification was updated. Relevant fields of sections d and g were updated. A field service engineer (fse) was unable to reproduce the problem. The fse primed the ion-selective electrode (ise) system multiple times, removed trapped air in the syringe assembly, checked fluid placement in the electrodes, checked the sipper and vacuum nozzle positions, checked the ise probe alignments, removed and checked the electrodes for leaks or fluid, and checked the ise sample probe tubing. An ise check and pa recision check were completed successfully. The customer completed multiple calibrations and patient comparisons successfully. The investigation was unable to determine a direct root cause.